Event description:
It was reported that on (B)(6) 2020, a 31mm epic valve was implanted in a patient. On (B)(6) 2024 the patient had a decompensation. An echocardiogram was performed and showed a tear in one cusp. A redo was performed with a 31mm epic valve. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of tear in cusp was reported. The investigation found that cusp 3 was torn with degenerative changes at tear site. There was thin layer of fibrin on cusps 1 and 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation.